Manufacturer narrative:
(B)(4). Cat#00770100000 zimmer skin graft mesher serial number: (B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00614.

Event description:
It was reported the unit had incomplete meshing. During inspection it was found that both associated cutters failed mesh test cut due to incomplete cut. Therefore, the cutter issue is related to the reported event. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Corrected lot number and serial number the results of the investigation are as follows: review of the most recent repair record identified the following related repair: the cutter failed the mesh test cut due to an incomplete mesh. The device was returned unrepaired as cutters are non-repairable devices. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.